Manufacturer narrative:
(B)(4).

Event description:
It was reported that: customer noted bleeding in several cases when using the nasal tubes. The nasal tubes that he received are much stiffer than the usual ones, causing bleeding during anesthesia of the children. He provided us 3 patient reports with bleedings caused by the stiff tubes. In this case the patient was a dental surgery child / duration of anesthesia 01:05 pm - 03:15 pm patient complication: adenoids, bleeding blood loss 20-50mls, no indication for transfusion. The trauma was caused by loss of visibility of the larynx. Nasal tamponades used to stop bleeding. Associated complaints 8040412-2024-00019, 8040412-2024-00018 and 8040412-2024-00028.

Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer for investigation. The manufacturer reported: "there was no sample return for investigation and limited details provided regarding the affected product. From the reported event description, wrong product received by the customer was due to the incorrect delivery and very unlikely due to the manufacturing process. There was no sample returned for investigation to this complaint. Thus, this complaint cannot be confirmed. "Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: customer noted bleeding in several cases when using the nasal tubes. The nasal tubes that he received are much stiffer than the usual ones, causing bleeding during anesthesia of the children. He provided us 3 patient reports with bleedings caused by the stiff tubes. In this case the patient was a dental surgery child / duration of anesthesia 01:05 pm - 03:15 pm patient complication: adenoids, bleeding blood loss 20-50mls, no indication for transfusion. The trauma was caused by loss of visibility of the larynx. Nasal tamponades used to stop bleeding. Associated complaints 8040412-2024-00019, 8040412-2024-00018 and 8040412-2024-00028.